Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes. D.4. Returned to manufacturer on: 01-dec-2023. H.6. Investigation summary: bd received 200 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter and gel air bubbles with the incident lot was observed. The samples show tubes with large air bubbles in the gel barrier, fm inside the tube, under the tube label, and inside the gel of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter and gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes have been found containing foreign matter and with air bubbles in the gel before use. No patient impact was reported.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 316704 d.4. Medical device expiration date: 30-jun-2024 h.4. Device manufacture date: 12-jun-2023 d.4. Medical device lot #: 3074292 d.4. Medical device expiration date: 31-mar-2024 h.4. Device manufacture date: 15-mar-2023 h.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes have been found containing foreign matter and with air bubbles in the gel before use. No patient impact was reported.